Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24270. Related manufacturer reference number: 2017865-2021-24271. It was reported that the patient presented in clinic for a generator change procedure. During the procedure, the right atrial (ra) and right ventricular (rv) leads could not be removed due to tissue in the header of the pacemaker. Additionally, the ra and rv leads insulation was damaged during the procedure. The pacemaker was removed and replaced. Both leads were capped and the rv lead was replaced on (B)(6) 2021. The patient had no adverse consequences.